Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a bipolar lead warning for low impedance. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.